Manufacturer narrative:
Returned device was received in fair physical condition but cracked housing. No evidence of reported problem in event log was found. During the evaluation of the device, testing could not be completed due to an air in line alarm. The air detector was replaced and the issue was resolved. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was alarming for an air in line when there is no air in the line. There were no reported adverse events.